Event description:
The customer's mother stated that the customer was only in the pool for 30 minutes when the pod fell off. Upon inspection of the pod, the customer's mother noticed that the cannula was bent. The customer's blood glucose was "over 300 (mg/dl) at the time." The customer's mother also said that blood was dripping off of the customer's leg for about a minute, and the customer might have hit a vein.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.